Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a hedstrom broke during use. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
We have received 3 loose "instruments" which are not broken, instruments are in good condition. No errors are visible. "Instruments" have "signs" of wear. Nothing was changed in production process.